Event description:
It was reported that the device was overdischarged and possible had flipped. The patient had not received stimulation or charged their device in over 12 months. It had not been determined by the healthcare provider if the device had flipped but it had migrated. A jump start for the power on reset (por) was tried five times with no success. The patient was going to proceed with a non-rechargeable replacement. The patient was going to discuss replacement options with their healthcare provider.

Manufacturer narrative:
(B)(4).